Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing with a simulator and alarm test. The alleged problem could not be replicated during testing. Normal alarms were generated with the prosim8 simulating critical ECG signal. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was not confirmed; however, it was attributed to an alarm setting issue. As a precautionary measure, the configuration was copied from another mx800, and the customer was advised to observe the device to ensure the issue does not recur. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue mx800 patient monitor indicating that the alarm could not be repeated after silencing it. The device was not in use on patient at time of event, there was no adverse event reported.